Event description:
It was reported to philips the device only works when the battery is plugged in and the battery does not charge. There was no patient involvement.

Event description:
It was reported to philips the device only works when the battery is plugged in and the battery does not charge. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to tags that interfered when the battery pins are removed. The fse removed the tags and re-installed the battery. The device passed all performance assurance tests and was placed back into use with the customer.